Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the blood sampling valve (bsv) was faulty. The fse replaced the bsv and associated actuator resolving the issue. (B)(4).

Event description:
The customer reported their lh500 instrument generated erroneous results on the first sample run after changing from manual mode to auto mode. Results were compared to a rerun on the same instrument and a rerun on a dxh800 instrument. The customer also reported obtaining intermittent "low vacuum" errors. There were no erroneous results reported out of the laboratory so no patient treatment was affected.